Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken distal end could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had a 5cm bubble at the distal end. The reported issue occurred at reprocessing during preparation of use for an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a deep cut in the pink probe at the distal end of the device. As a result, the bending section cover of the distal sheath was leaking and did not pass the scope leak test. It was observed that the bending section cover glue was peeling and cracking. It was also observed that the insertion tube had minor snakiness. Lastly, it was observed that the right-left and up-down play knob movements were loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.